Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube's shield had a molding defect (short shot). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which shows a cap on the tube that is incompletely molded. A total of 100 retained samples were visually inspected, and no shorts were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect-short shot. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.